Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during positioning of an azur embolization coil, the coil unexpectedly detached without use of the controller. The coil was retrieved with a snare device. The patient was implanted with other azur coils successfully, without further incident. There was no reported patient injury.

Manufacturer narrative:
The device was returned with the snare for analysis; however, the pusher was not returned. The implant coil exhibits damage from kinking at the middle segment, where the coil was in contact with the snare. The monofilament knot was noted to be intact. No other anomalies were identified. Based on the available information and evaluation of the pusher, the investigation is inconclusive, as the entire device was not available for analysis. The root cause cannot be determined.